Manufacturer narrative:
The reporter's meter and strip vial were returned for investigation. However, the customer's strip vial had no remaining test strips available for testing. Therefore, the customer's meter was tested with retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.3 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer on (B)(6)-2022 were observed in the meter¿s patient result memory with the meter's time/date set incorrectly to one month ahead as june 2022. The 1.8 inr result was received at 7:30 am, the 2.2 inr result was received at 7:27 am, and the 2.8 inr result was received at 7:23 am. The patient pricked the same finger for the second measurement. Per product labeling never add more blood to test strip after test has begun or perform another test using the same fingerstick. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer

Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(4). At 7:20 am, the meter result was 1.8 inr. At 7:22 am, the meter result using the same finger was 2.2 inr. At 7:30 am, the result from a different finger on a different hand was 2.8 inr. This result was believed to be accurate. The therapeutic range was 2.5 - 3.5 inr and the patient tests every two weeks.